Event description:
The complainant had a impella 5.5 pump placed to support a patient admitted in cardiogenic shock and cardiomyopathy. The pump had a purge sidearm leak on the day after the implant. The purge pressure and purge flow were intact and pump remains on for support. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the purge leak has been completed. The pump and purge cassette were returned for investigation. No purge-related abnormalities were observed in the data log. A clamp mark was observed near the motor housing of the returned pump. No other physical abnormalities were observed. The pump was primed successfully, and purge was able to come out of the pump. Purge ran for 20 minutes. No leak was observed from the side arm, as mentioned in the clinical details. The cause of the purge leak issue was most likely use related.